Event description:
A momentary power loss to the vibrator motor was reported, identified by malfunction code malf 12. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and no recurrence of the malfunction was observed. They were instructed to continue using the pump and to contact support if any further issues occurred.